Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. One day prior to the peritonitis event, the patient was hospitalized for symptoms of abdominal pain, cramping and nausea. The same day the patient experienced the peritonitis event, fibrin was noted in the patient line. Heparin (unknown dose) was administered as treatment for the fibrin. The cause of the peritonitis was unknown. On an unreported date the patient was treated with intravenous (IV) vancomycin (dose and frequency not reported) and (IV) zosyn (dose and frequency not reported). On an unknown date pd therapy had been placed on a temporary hold and hemodialysis was started. At the time of this report the patient remained hospitalized and was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.